Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: one (1) uss-ii polyaxial screw holder (part: 03.607.005) was received for manufacturing investigation. The article is in a used condition with the guide-tube broken. No non-conformance reports were generated during production of the device that would be relevant to the complained condition. The uss-ii polyaxial screw holder is broken due to a mechanical overloading situation during use. No failures of the hardness were detected nor were measurement deviations on features present that could have led to the breakage. Therefore, no adverse effect or deviation of the mechanical strength was observed. No manufacturing related issues were identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4): a device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during implantation of universal spine system ii devices on (B)(6), 2016, to treat levels t7-t11 2a/2b due to a t9 tumor, the polyaxial head holder instrument broke during the last screw fixation. Another instrument was available for use and the surgery was successfully completed with a two minute delay. There was no harm to the patient and no broken pieces were left in the patient. This report is 1 of 1 for (B)(4).